Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to the system instructions provided. The instruction manual and troubleshooting guide for the system clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The system directions for use states: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the pump didn´t stop running. Patient had a compartment syndrome and an additional incision was needed to reduce skin tension. In follow-up information, it was learnt that the patient spent one extra night in the hospital. So far no further problems occurred with the patient. After the extra night, patient left hospital.